Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. It also indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the atrial lead slack had pulled back and the lead had high thresholds. Additionally, the p waves had dropped. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.